Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional rx acculink device referenced is being filed under separate medwatch report. There was no reported product deficiency. The reported patient effects of ischemia, neurological deficit dysfunction, seizures, and restenosis are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2012, the 6-8/40 mm acculink, and the 5/30 mm acculink were implanted in the internal carotid artery. During a (B)(6)-month follow up on (B)(6) 2012, severe stenosis was observed in the internal carotid stents. The patient was observed to have stroke-like symptoms, including seizures, and ischemia. On (B)(6) 2012, a new procedure was performed to treat the stenosis. Dilatation was performed at 12 atmospheres and two non-abbott stents were implanted; however, the flow did not improve. The physician did not believe there was any further intervention that could be performed; therefore, the procedure was completed. No additional information was provided.